Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 17 mmol/l; cause was due to minimum fill notification. A minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer delivered a correction bolus via pump to address bg level. A new cartridge was loaded to resolve the issue.